Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicty per (B)(4) and sterility (B)(4) prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours on the abdomen. Patient developed redness and irritation. The patient was taken to the doctors and diagnosed with an infection. The patient was prescribed bactrim and was told to take one tablet, twice a day, for seven days.